Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd pump gave air alarm. It was reported that the patient went to the emergency due to the reported event. It was reported that based on the history of the pump the pump was stopped during the night of (B)(6) 2019 between 00h50 and 01h44 caused by presence of the bubble. It was also observed that the pump gave "air alarm" at 13h46 and the pump had been stopped at 13h55. It was reported that the pump was able to restart without any issues and air visible. There were no adverse effects to the patient due to the reported event.